Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the ez45 staples were not forming correctly. It is unknown how the case was completed and how many cartridges were used. There was no consequence to the pt.